Event description:
It was reported that there was resistance and the balloon could not be delivered to the lesion. The 70% stenosed target lesion with a length of 27 mm, a vessel diameter of 2.5 mm, was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 15mmx3.50mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention. During the procedure, when the incision was delivered, there was resistance and it could not be delivered to the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed a break at the guidewire exchange port.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a break at the guidewire exchange port. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage.